Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximatively four months after implant. The device was not replaced and no additional adverse patient effects were reported. Additional information was requested but at this time, the reason why this device was removed from service is unknown.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted approximatively four months after implant. The device was not replaced and no adverse patient effects were reported. Since the icm device was in service for more than three months before its explant and at this time, there is no allegation or evidence of malfunction, this event does not meet complaint criteria.

Manufacturer narrative:
Since the icm device was in service for more than three months before its explant and at this time, there is no allegation or evidence of malfunction, this event does not meet complaint criteria.